Event description:
The consumer reported that the patient had a lot of cramping down the left leg since about a week and a half ago in (B)(6) 2016. The implantable neurostimulator (ins) was implanted on the left side and the patient could feel stimulation running down that side. There were no trauma or falls that could be related to the issue. The patient had a CT scan that could be related to the event. The indications for use for this patient were bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Additional review determined the following patient code is not related to this event: (B)(4).

Event description:
Additional information received from the patient reported that she had seen the doctor on (B)(6) only because she already had an appointment with him. More pain was the circumstance that led the cramping in the left leg and stimulation down the left side. Nothing had been done to resolve the issues. The issues had not been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.